Event description:
It was reported an intra-aortic balloon pump's balloon dynamic indicator was displaying long deflation time following approx one hr of counterpulsation. The pt was transferred to another intra-aortic balloon pump without incident. There were no pt complications. The bio-med dept at the user facility evaluated the balloon pump and the alleged failure could not be duplicated. The balloon pump was placed back into service. The operating manual outlines troubleshooting timing inaccuracies for the balloon dynamic indicator.